Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sense on monitored episodes only. It was noted that no therapy was delivered or clinical issues. The rv lead remains in use. No patient complications have been reported as a result of this event.